Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, both of which appeared visually with slight red blood cell adherence.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpected negative antibody screen when tested on a galileo echo.